Manufacturer narrative:
Manufacturer's analysis: analysis could not confirm the reported error on power up; the micro processor unit (mpu) was replaced as a preventative. Analysis found that the programmer was unresponsive to the stylus; the x-y printed circuit board (pcb) assembly was electrically out of specification. Additionally, it was noted that the programmer's power cord was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on, it displayed a serious programmer error message. The programmer was restarted three times, but the problem persisted. The programmer has been returned for service. There was no patient involvement.